Manufacturer narrative:
Philips service replaced the mpdu control card and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the mpdu control card failure caused power loss on an allura xper fd20 biplane. The clinical use of the system was unknown. There was no reported patient or user harm.